Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial/ batch: (B)(6). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial/batch: (B)(6).

Event description:
It was reported that the patient was no longer getting adequate pain relief due to changes in the spine. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components were not returned.